Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Boston scientific received info that this implantable lead was explanted as a result of a systemic infection which resulted from a non-cardiac related procedure. The pt was given antibiotics and the pacemaker system was to be re-implanted at a later date. The physician did not believe that the infection was a result of the pacemaker insertion. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.